Event description:
Inside a baxter buretrol tube was some sort of particulate floating in the IV fluid. Due to the discoloration of the bottom of the tube we believe the particulate became free once the IV fluid went inside the buretrol tube and started to float within the container.